Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm on intra aortic balloon. User denied any blood or blood flecks in the helium tubing and stated that the console had alarmed five or six times in the last hour with this alarm, causing the console to go into standby. Therapy was resumed without any issues. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).